Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted no sutures and one needle. The needle was received bent with the tip sheared off. Under microscopic inspection, instrument marks were noted near the bend site and close to the sheared end. As no sealed samples were returned, a bend moment test could not be completed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Holding the needle at the tip can lead to breaks or bends. The needle should always be held in the middle, where the diameter is thickest. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open (left) neck dissection and free flap, the tip broke off of the needle, unrecovered from the field. Suspected to be in the patient, near the mandible.